Manufacturer narrative:
The reported disassembly of the td ost shaft was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility the td ost shaft of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.